Event description:
The titanium adapter separated from the patient connector. There was no patient injury or medical intervention reported. There was patient involvement.

Manufacturer narrative:
(B)(4). The sample is available for evaluation. A follow-up report will be filed should any significant supplemental information become available.

Manufacturer narrative:
(B)(4). No problem was found during visual inspection. No failure was found during performance test. The returned device met all specifications. No problem was found during sample evaluation. The problem was not confirmed and the root cause was not identified.